Event description:
The reporter indicated that during a pacemaker replacement the old leads were tested and determined to be working fine. The new pacemaker was programmed to the ddd mode at 70 ppm. When the device was connected to the leads, no pacing occurred while out of the pocket. However, when the pacer was placed in the pocket, it paced unipolar. Leads were reconnected to the pacer multiple times, but unipolar pacing would only occur in the pocket. Another pacemaker was used and the device will be returned.